Manufacturer narrative:
In the initial MDR, patient sample 1's chloride initial result should have been: "chloride the initial result was >140 mmol/l." Instead of: "chloride the initial result was 140 mmol/l." On (B)(6) 2025, the questionable potassium electrode assay result for patient sample 1 was reported: the initial result was 3.4 mmol/l. The repeat result was 4.4 mmol/l. The potassium electrode serial number was requested but not reported. The investigation included a review of the data set provided by the customer: the calibration and qc results are within the specified ranges. The alarm trace had sample clot detection errors, which are indicators of possible poor sample quality. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The electrode serial numbers and their expiration dates were requested but not provided. The field service engineer (fse) inspected the module and determined that the faulty sampling mechanism and solenoid valves had caused the event. He then performed a full decontamination of the system, repaired the internal standard syringe of the ion-selective electrode (ise) channel, replaced the degasser pump, solenoid valves, and sampling mechanism, performed pulse adjustments for the sampling mechanism, adjusted the rinse station water level, and performed mechanism checks, air purges, and primes. He verified the module's performance with calibration, qcs, and precision checks. The investigation is ongoing.

Event description:
The initial reporter received questionable sodium electrode, chloride electrode results from twenty-four patient samples tested on the cobas 8000 ise 1800 module. The following patient samples with discrepant results was provided: patient sample 1: sodium: the initial result was 108 mmol/l. The repeat result was 135 mmol/l. Chloride: the initial result was 140 mmol/l. The repeat result was 109 mmol/l. Patient sample 2: sodium: the initial result was 129 mmol/l. The repeat result was 137 mmol/l. The initial results were not reported outside of the laboratory, as the high chloride result prompted the rerun of the patient sample.